Event description:
When wire was entered into the body the physician noticed the separation of the wire. Removed and inserted second wire. Same separation. Removed and used different wire. Nothing left in body.